Manufacturer narrative:
Updated to indicate that the device will not be returned for evaluation as the device could not be located by the user facility. The device will not be returned as it could not be located by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device could not be located by the user facility.

Event description:
It was reported that during a preventative maintenance check at the user facility, the cast cutter cord was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a preventative maintenance check at the user facility the cast cutter cord was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.